Manufacturer narrative:
The returned device was partially deployed with the clip still loaded in the device. The thumb was advanced to 1/4" proximal of the finish arrow. The garage leaves were bent and folded after striking the nylon shaft and control wire. The nylon shaft was carved 3/8" proximal of the pusher body and the control wire was bent at the same location. Carving of the shaft prevented the vessel locator wings from collapsing and the thumb advancer reaching the finish arrow which prevent the trigger from firing the clip. The damage detected is consistent with an acute angle between the tube set and the nylon shaft during thumb advancement. The root cause for the shaft carving is undetermined. No malfunction was detected. Review of the history lot record for this device did not produce any findings relevant to this investigation.

Event description:
Device malfunction: difficult to deploy. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that a trained physician attempted arteriotomy closure during an unspecified procedure using a starclose device. The starclose clip would not release after pressing the trigger button. The patient did not experience an adverse event. Device evaluation on 7/11/2007 revealed carving of the shaft prevented deployment. Though requested, additional information was not available.